Event description:
It was reported that the patient was hospitalized on (B)(6) 2013 after having two grand mal seizures. The patient's mother reported that the patient had not experienced a grand mal seizure in five years. It was reported that while the patient was hospitalized she began to experience irregular heart rhythms after the second grand mal seizures. The patient's mother explained that the patient's heart rate would decrease when the patient stood up and would increase upon lying down. During the hospitalization the patient also began to experience shortness of breath. The patient's mother indicated that the patient's physician "blew off" the issue. Attempts to obtain additional information are underway; however, no additional information has been received to date.

Event description:
Additional information was received that product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Follow up with the patient's mother indicated that the physician is talking about either programming the vns device off for a trial run or having it explanted because he feels that the vns is not covering the type of seizures that the patient has. Attempts have been made for additional information; however, they have been unsuccessful. No other information has bene provided.

Event description:
An implant card was received indicating that the patient underwent prophylactic generator replacement. The generator was received for analysis. Analysis is underway, but has not been completed to date.